Event description:
The mayfield skull clamp (B)(4) was in use for a craniotomy for 20 minutes when the mayfield clamp did not hold the patient's head in position. The patient did not incur an injury as a result of this event. Integra adult, disposable, skull pins were used during surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.